Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek inrange meter compared to an unknown laboratory methodology. The serial number of the coaguchek inrange meter was requested but not provided. On (B)(6) 2020, the customer¿s laboratory result was 4.4 inr, and within 3 hours the customer¿s meter result was 6.6 inr. On (B)(6) 2020, the customer¿s laboratory result was 4.1 inr, and within 3 hours the customer¿s meter result was 6.3 inr. The customer¿s therapeutic range is 3.0- 4.0 inr.